Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side pain, and calcification. The device remains implanted. Later a healthcare professional reported that a patient experienced baker grade iii ¿capsular contracture diagnosed clinically and radiologically, presenting severe pain and displacement of the prosthesis with hardening.¿

Event description:
Patient reported right side pain, and calcification. Later a healthcare professional reported that a patient experienced baker grade iii ¿capsular contracture diagnosed clinically and radiologically, presenting severe pain and displacement of the prosthesis with hardening.¿device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: calcification: no observed calcification on the device. Pain: unable to observe as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Migration: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Cloudy observed in the gel. Yellow biological tissue observed on the device.

Event description:
Device has been explanted.